Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited error code e315 (scope err unsupported scope) and the image was not displayed due to corrosion on plug unit, and plug unit had corrosion due to water leakage. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most possible cause of the reported issues and the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.